Event description:
It was reported that the pt had an advance male sling implanted in (B)(6) 2010. The pt indicated "since that time, I no longer have any feeling in the skin surrounding my scrotum (testicles)."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.